Event description:
It was reported that the lead alerts were triggered due to high impedances greater than 200 ohms on the rv coil and the subcutaneous (sub-q) defib lead coil. The patient reported feeling something "pulling" when the left arm was moved. A chest x-ray indicated the sub-q lead had separation and the sub-q defib lead was found to be fractured. During the replacement procedure, it was noted that the rv and sub-q leads were swapped in the header. The sub-q lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. One - patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011 15:00:04. Daily hv lead impedance trend data shows varying impedance and an abrupt increase for defib active can off impedance and svc defib=49 to 254 ohms peak, between (B)(6) 2011. The full lead was returned in segments and analyzed. The defibrillator conductor was fractured, distorted, and there was blood/body fluid on it. The outer insulation was breached cut and had a cosmetic depression.